Event description:
The micro sagittal saw was returned after the account received their own handpiece back from repair. Upon eval at the MFR, it displayed a bias current error when connected to the console. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation is complete.